Manufacturer narrative:
The reported events were dislodgement, failure to capture, low pacing impedance, and r-wave amp variation. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture, low pacing impedance, and r-wave amp variation were not confirmed. Visual inspection and x-ray examination of the lead found no anomalies to the lead body. All tines were intact and normal. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead dislodged. Fluoroscopic imaging confirmed the lead dislodged. It was also noted that there was no capture, low impedance, and r-wave amp variation. The lead was explanted and replaced. The patient was in stable condition.